Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had a general complaint of device alarm frequency while in anesthesia mode. The customer indicated that they believed the "near end of infusion" alarm was alarming "unnecessarily" and was a "nuisance". The customer reported they were experiencing "alarm fatigue" and requested that a feature of anesthesia mode be to disable the "near end of infusion" alarm. There was patient involvement, but no harm. Although requested, the customer did not provide any specific event details.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown.

Event description:
It was reported that the customer had a general complaint of device alarm frequency while in anesthesia mode. The customer indicated that they believed the "near end of infusion" alarm was alarming "unnecessarily" and was a "nuisance". The customer reported they were experiencing "alarm fatigue" and requested that a feature of anesthesia mode be to disable the "near end of infusion" alarm. There was patient involvement, but no harm. Although requested, the customer did not provide any specific event details.